Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna; guide catheter: taiga; stent: 2.5 x 28mm xience v. Resistance with another device can be affected by numerous factors including, but not limited to, patient anatomy, inner/outer diameter relationships, the condition of the associative product, and/or condition of wire coating. The design of low profile products has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. In this case, the guide wire and the stent delivery system were not returned which could have aided in the evaluation. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. A conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency. This type of reported event will continue to be monitored. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The 2.5 x 28mm xience v is being filed under a separate MFR number.

Event description:
It was reported that the lesion was in the left anterior descending artery, which was mildly tortuous, and mildly calcified. The traverse guide wire was advanced to the lesion. A non-abbott balloon was used for predilatation without any issues. When the xience v stent delivery system (sds) was advanced over the traverse guide wire, resistance was met inside the guiding catheter either between the sds and the guide wire or the sds and the guiding catheter. All devices were removed together from the patient as one unit. After removal of the devices from the patient, difficulty was experienced separating the devices from each other. The procedure was continued with three new devices. No adverse patient effects were reported. No additional information was provided.